Manufacturer narrative:
The product was not returned for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence, should the device or any additional information be received, a follow-up report will be submitted. In addition, no lot number was provided so it is not possible to trace the relevant product documentation and check if similar faults were registered from the particular production lot.

Event description:
According to the information received, 460 not draining. Can't tell if its the eyelets.